Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('malposition of essure device- location of device: one tube had a part of a metallic; no coil is identified in the other tube or elsewhere within container / essure coil remnant within uterus'), device dislocation ('malposition of essure device- location of device: no coil is identified in the other tube or elsewhere within container') and endometritis ('chronic endometritis') in a 32-year-old female patient who had essure (batch no. C69243-inv,c59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, uterine dilation and curettage, arthritis, asthma, seasonal allergy, ulcerative colitis, uterine polyp, hypertension, submucous leiomyoma of uterus, endometrial polyp, tubal ligation, uterine myoma, curetting of chalazion, endometriosis ablation, colonoscopy, vaginal delivery, polypectomy, myomectomy, uterine fibroid, anesthesia, leiomyoma nos and pain menstrual. A 1-shorter tube a2-longer tube. Gar 1. Both tubal ostia were easily identified and the essure coils were each placed according to manufacturer¿s suggested directions. On the right approximately 4 coils were visualized in the ostia, the 3 coils were appreciated. Essure coils could still be appreciated bilaterally . Each essure coil was hysteroscopically grasped and pulled out through the cervix . Essure coil s were removed. Essure confirmation test- result: total bilateral occlusion. Previously administered products included for birth control: depo-provera, naxplanon and mirena. Past adverse reactions to the above products included weight increased with naxplanon. Concurrent conditions included anxiety, obesity, depression and uterine inflammation. In 2015, the patient experienced migraine ("migraines / headaches"), headache ("migrains/headache:headaches has been experiencing headaches and is just not feeling well overall") and nausea ("nausea / nausea prior to cycles"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced vaginal infection ("infection (other) describe: vaginal"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ profuse vaginal bleeding-soaking more than 1 pad per hour/") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual cycle"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("pain/ chronic pelvic pain/ pelvic left and right lower quadrant pain"), fatigue ("fatigue / exhaustion"), abdominal pain ("intermittent abdominal pain"), the second episode of pelvic pain ("intermittent pelvic left and right lower quadrant pain /pain worsening cramping/ in rlq and llq"), back pain ("lower back pain, infrequent more around menstrual cycle"), abdominal distension ("bloating"), arthralgia ("joint pain"), muscular weakness (" muscle weakness"), rash ("skin rash"), fungal skin infection ("yeast infection of skin under breast") and dysmenorrhoea ("around menstrual cycle the pain would worsen with essure") and was found to have hormone level abnormal ("hormonal changes-describe: not specified") and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopic polypectomy and myomectomy total hysterectomy and total hysterectomy,laparoscopic bilateral salpingectomy, hysteroscopic polypectomy and myomectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, endometritis, hormone level abnormal, vaginal haemorrhage, menorrhagia, vaginal infection, nausea, fatigue, abdominal pain, the last episode of pelvic pain, abdominal distension, muscular weakness, rash, fungal skin infection and dysmenorrhoea outcome was unknown, the migraine, headache, back pain and arthralgia was resolving and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, endometritis, fatigue, fungal skin infection, headache, hormone level abnormal, menorrhagia, migraine, muscular weakness, nausea, rash, vaginal haemorrhage, vaginal infection, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: current weight 235 lbs. Essure confirmation test(s) conducted, specify- the results of your essure confirmation test- total bilateral occlusion. Other aspiration curettage of uterus. On the right approximately 4 coils were visualized in the ostia, the 3 coils were appreciated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Ultrasound scan - on an unknown date: fibroid uterus, heavy periods, encounter for tubal ligation.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('malposition of essure device- location of device: one tube had a part of a metallic; no coil is identified in the other tube or elsewhere within container / essure coil remnant within uterus'), device dislocation ('malposition of essure device- location of device: no coil is identified in the other tube or elsewhere within container') and endometritis ('chronic endometritis') in a (B)(6) female patient who had essure (batch no. C59243,c69243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, uterine dilation and curettage, arthritis, asthma, seasonal allergy, ulcerative colitis, uterine polyp, hypertension, submucous leiomyoma of uterus, endometrial polyp, tubal ligation, uterine myoma, curetting of chalazion, endometriosis ablation, colonoscopy, vaginal delivery, polypectomy, myomectomy, uterine fibroid, anesthesia, leiomyoma nos and pain menstrual. A1-shorter tube, a2-longer tube. Gar 1. Both tubal ostia were easily identified and the essure coils were each placed according to manufacturer¿s suggested directions. On the right approximately 4 coils were visualized in the ostia, the 3 coils were appreciated. Essure coils could still be appreciated bilaterally . Each essure coil was hysteroscopically grasped and pulled out through the cervix . Essure coil s were removed. Essure confirmation test- result: total bilateral occlusion. Previously administered products included for birth control: depo-provera, naxplanon and mirena. Past adverse reactions to the above products included weight increased with naxplanon. Concurrent conditions included anxiety, obesity, depression and uterine inflammation. In 2015, the patient experienced migraine ("migraines / headaches"), headache ("migraines/headache:headaches has been experiencing headaches and is just not feeling well overall") and nausea ("nausea / nausea prior to cycles"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced vaginal infection ("infection (other) describe: vaginal"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ profuse vaginal bleeding-soaking more than 1 pad per hour/") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual cycle"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("pain/ chronic pelvic pain/ pelvic left and right lower quadrant pain"), fatigue ("fatigue / exhaustion"), abdominal pain ("intermittent abdominal pain"), the second episode of pelvic pain ("intermittent pelvic left and right lower quadrant pain /pain worsening cramping/ in rlq and llq"), back pain ("lower back pain, infrequent more around menstrual cycle"), abdominal distension ("bloating"), arthralgia ("joint pain"), muscular weakness (" muscle weakness"), rash ("skin rash"), fungal skin infection ("yeast infection of skin under breast") and dysmenorrhoea ("around menstrual cycle the pain would worsen with essure") and was found to have hormone level abnormal ("hormonal changes-describe: not specified") and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopic polypectomy and myomectomy total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, endometritis, hormone level abnormal, vaginal haemorrhage, menorrhagia, vaginal infection, nausea, fatigue, abdominal pain, the last episode of pelvic pain, abdominal distension, muscular weakness, rash, fungal skin infection and dysmenorrhoea outcome was unknown, the migraine, headache, back pain and arthralgia was resolving and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, endometritis, fatigue, fungal skin infection, headache, hormone level abnormal, menorrhagia, migraine, muscular weakness, nausea, rash, vaginal haemorrhage, vaginal infection, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: current weight (B)(6). Essure confirmation test(s) conducted, specify- the results of your essure confirmation test- total bilateral occlusion. Other aspiration curettage of uterus. On the right approximately 4 coils were visualized in the ostia, the 3 coils were appreciated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Ultrasound scan - on an unknown date: fibroid uterus, heavy periods, encounter for tubal ligation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs and mr received. Lot number was added. Events: hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection vaginal, migraines, headaches, nausea, fatigue, weight gain, back pain, joint pain, pelvic pain, abdominal pain, bloating, device breakage, device dislocation, endometritis, muscle weakness, rash, yeast infection skin and dysmenorrhea were added. Events outcome were added. Medical history, reporter and reporter information were added. Historical drugs were added reporter causality comments were added. Patient notes added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.